Event description:
Customer reported leakage from the check valve more than an hour after the IV was started. The reported condition occurred during patient use. All connections appeared to be secure. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is available for evaluation but has not yet been received. A follow up medwatch will be submitted upon completion of baxter's investigation. Lot number is not known; therefore a batch review cannot be performed. (B)(4)

Manufacturer narrative:
(B)(4). A sample was received and evaluated. The sonic weld of the check valve was broken even though no cracks were visible. The root cause of the failure of the sonic weld is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review could not be performed as a lot number was not provided.